Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead displayed oversensing that did not lead in pacing inhibition. Additional information was obtained and indicated that this ra lead was no longer in service due to lead safety switch (lss). This ra lead was surgically capped and abandoned. No additional adverse patient effects were reported.